Event description:
The customer stated that upon inspecting the wash zone grounding strap on the architect i2000sr corrosion was observed. No incident or injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further review it has been determined that this complaint was a duplicate of (B)(4) and is no longer associated with the correction and removal 1628664-7/24/09-001-c. The final investigation will be documented in 1628664-2009-00336. This is the final report.